Event description:
Facility resident was in a prone position on the surgi-lift for a routine bath. The lift was in the resident's room. While the certified nurse aide (cna) was preparing the resident's bed, three (3) of the eight (8) netting straps that tie the net to the lift broke. The resident fell to the floor from a height of about 37-38 inches, hitting the lft side of her body and head. The patient complained of pain to her head, neck and back. Emergency personnel were called and she was transported to an acute care hospital emergency room. She was admitted as an inpatient for further evaluation and treatment for diagnoses of subdural hematoma, fracture of the left ribs and vertebrae transverse process.